Event description:
Additional information received reported that the patient fell and ¿shocked¿ her back. Symptoms of over active bladder (oab) occurred and the patient went to her health care provider (hcp) where the impedances were tested. An x-ray was also taken and no reprogramming occurred. The device defect was a consequence of the fall. As previously reported the system was then replaced. The patient was okay with effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that all impedances were greater than 4,000 ohms after a patient ¿shock.¿ the patient¿s device was replaced and she was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).